Event description:
Procedure performed: uterine fibroid enucleation. Event description: [facility]. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when the fibroid was inserted into the bag and cut with scissors forceps, the bag was torn. It was confirmed that the fragments of the bag were recovered out of the body cavity. The case was completed with the new one. Initial investigation report the event unit was not returned to us because the hospital disposed it, we could not confirm the unit condition. The incident information will be informed amr for further evaluation. Admin# (B)(4). Product not available for return. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that a sharp instrument came in contact with the specimen bag, causing the bag to fragment.

Event description:
Procedure performed: uterine fibroid enucleation. Event description: [facility]. This is a complaint from the market. Administrative no.c23282020 please refer to the complaint sheet for investigation. Report from the sales rep when the fibroid was inserted into the bag and cut with scissors forceps, the bag was torn. It was confirmed that the fragments of the bag were recovered out of the body cavity. The case was completed with the new one. Initial investigation report the event unit was not returned to us because the hospital disposed it, we could not confirm the unit condition. The incident information will be informed amr for further evaluation. Admin# c23282020. Product not available for return. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.